Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found insertion needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the sensor had issue. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. Customer stated that introducer needle fractured while in the body. Customer stated the introducer needle was no longer in the body. Customer stated that they did not receive medical treatment as a result of the needle fracturing while still in the body. Customer stated that introducer needle was hard to remove. The customer was advised the insulin pump will be replaced as per troubleshoot. The device will be returned for analysis.